Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, a reservoir revision procedure was performed for an unknown reason. At the time of the revision, the reservoir was not explanted; however, a new reservoir was implanted. The reservoir was ultimately explanted at a later date.